Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unit received with minor scratched lcd window, cracked reservoir tube lip, and broken battery tube threads. (B)(4).

Event description:
Customer's mother reported via phone call that customer received a motor error alarm. Customer's blood glucose was 121 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process as motor error alarm was received. Customer was advised that insulin pump would need to be replaced.